Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of an unspecified number of tampons, she experienced pain and tampons fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pieces of pledget and the pain resolved. She did not seek medical attention, nor did she experience any adverse health effects.